Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer is trying to find the setting in the pump that is making her blood glucose low. The customer was advused to contact her hcp to get assistance on her correct settings. The product was not returned for analysis.